Manufacturer narrative:
The investigation was completed on (B)(6) 2022. According to pictures provided by the customer, the tip was observed with blood inside the pebax. However, no damage was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The customer complaint was confirmed based on the picture received. However, the device has not been returned for analysis. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and observed foreign material inside the pebax with external damage. Initially it was reported that blood entered into catheters force sensor area and the catheter was replaced. The procedure was delayed due to the reported event for 5 minutes. The procedure was successfully completed with no patient consequences. Multiple attempts had been made to obtain clarification to this complaint. However, with the information available, the event was assessed as not MDR reportable for foreign material inside the pebax with no external damage. Since there was no damage to the pebax integrity reported, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on (B)(6) 2022. The sheath used in the case was a vizigo, 8.5f. There was no difficulty experienced while maneuvering the catheter or during the withdrawal handling issue. We only observed the catheter suddenly jumping out of the anatomy shell. They could not see any damage, they think there was a gap in the gluing of the tip (sensor part) of the catheter. The additional information provided stating there was a gap in the gluing of the tip (sensor part) of the catheter was assessed as MDR reportable for foreign material inside the pebax with external damage. Therefore, the awareness date for this reportable issue is (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-aug-2022. The device evaluation was completed on 06-aug-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and observed foreign material inside the pebax with external damage. Initially it was reported that blood entered into catheters force sensor area and the catheter was replaced. The procedure was delayed due to the reported event for 5 minutes. The procedure was successfully completed with no patient consequences. Additional information was received. The sheath used in the case was a vizigo, 8.5f. There was no difficulty experienced while maneuvering the catheter or during the withdrawal handling issue. They only observed the catheter suddenly jumping out of the anatomy shell. They could not see any damage, they think there was a gap in the gluing of the tip (sensor part) of the catheter. According to pictures provided by the customer, the tip was observed with blood inside the pebax. However, no damage was observed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and microscope examination of the returned device. Visual analysis of the returned sample revealed reddish material on the smart touch bidirectional sf catheter. Microscope examination in the pebax area revelated that there is a hole in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).